Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to oversensing leading to an inappropriate shock. An implantable cardioverter defibrillator (ICD) system from another manufacturer was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to oversensing leading to an inappropriate shock. An implantable cardioverter defibrillator (ICD) system from another manufacturer was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. During analysis visual inspection revealed a crack in the insulation. Cracks were also noted inside the lumen just at the edge of the notch and just distal to the proximal sense ring.. These cracks were not to the surface and only inside the lumen.